Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Continuity test showed all conductors of returned segment of lead were continuous and no conductors fracture observed. Laboratory analysis was unable to confirm the reported allegation however, the terminal segment of lead was only returned severed 28.5 centimeters (cm) from terminal pin.

Event description:
Boston scientific received information that this left ventricular (lv) lead's conductor was fractured. Additional information obtained from the field which indicated that the fracture was detected during device changed out. The lead was surgically abandoned. No additional adverse patient effects were reported.